Event description:
User alleged that one incident of an inner cannula being "blocked at one end with plastic, as if it had not been stamped out." The pt was on a "silent" ventilator so no alarms sounded. The clinician had left the pt to obtain another unit and when the clinician returned the pt was cyanotic.